Event description:
It was reported that the ilet displayed dosing stops soon and urgent low soon alarms with continued cgm signal loss to the pump despite active readings on the dexcom app, and multiple g6 transmitters reported battery low with zero sessions, consistent with intermittent communication failure involving the electrical/magnetic subsystem and antenna components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user and third parties. Investigation of this case revealed an interoperability problem between the cgm and the ilet, characterized as intermittent communication failure associated with electrical/magnetic and antenna components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.